Event description:
The unit will not power on even with new battery. No patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Evaluation by welch allyn confirmed that the device would not turn on. Investigation isolated the problem to an open fuse. The device was repaired, passed all performance tests and was returned to the customer. The fuse opened due to undetermined causes. The frequency of this problem appearing in the distributed devices is very rare, occurring at an annualized rate of approximately 0.007% of devices produced from 2003 to present.